Manufacturer narrative:
On (B)(6) 2021 mentor became aware that initial report mistakenly reported incorrect date of event. Manufacturer¿s reference number: (B)(4), b3. (B)(6) 2016.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:wound infection, surgical intervention, anistomasia. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 450 cc on the left, and 400cc on the right side, saline prosthesis experienced bilateral staph infection, and unhappy with the procedure outcome post procedure. The report indicated that the patient is unhappy about the nipple placement been too low, and lift didn't take well. As a result, the surgery on (B)(6) 2017 was converting a donut lift to lejour, implants were not changed, and on (B)(6) 2016 she had her original breast lift with implants. This report relates to the left prosthesis.